Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in clinic with synope. During interrogation a loss of pacing was noted on the device due to a loss of capture on the right ventricular (rv) and left ventricular (lv) lead. The device, rv lead, and lv lead were explanted and replaced. The patient was stable and will continue to be monitored.related manufacturer report number: 2017865-2019-14064.related manufacturer report number: 2938836-2019-13896.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of loss of capture was not confirmed.